Event description:
A temperature out of range malfunction was reported, causing an error with code 11a, and the pump stopped working. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.